Manufacturer narrative:
Only archival samples were tested. One piece had defect regarding protrusion length from the cartridge side. Samples from customer are not available.

Event description:
Insulin leaks out of injection site and full dose not being absorbed.

Manufacturer narrative:
Defect under complaint not confirmed.

Event description:
Insulin leaks out of injection site and full dose not being absorbed.